Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine leaked from the needle 25ga 1in while preparing the medicine. The following information was provided by the initial reporter: "the customer informs that they have experienced an issue when giving vaccinations to the patients with plastipak 1 ml and microlance 25g syringe needle combination. The syringe is leaking from the plunger when preparing the vaccine and the microlance needle seems occluded since the vaccine is not going into the patient but instead leaking out from the needle -syringe attacment point."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 201211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The needle samples were assembled with a bd emerald syringe. The needle hub was positioned on the syringe tip with a slightly rotational movement. None of the samples displayed any signs of defect and no leakage was observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Taking into account the provided feedback, it is possible that a faulty connection resulted from defective luer dimensions, damage to the syringe tip, or insufficient adjustment between the devices. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the vaccine leaked from the needle 25ga 1in while preparing the medicine. The following information was provided by the initial reporter: "the customer informs that they have experienced an issue when giving vaccinations to the patients with plastipak 1 ml and microlance 25g syringe needle combination. The syringe is leaking from the plunger when preparing the vaccine and the microlance needle seems occluded since the vaccine is not going into the patient but instead leaking out from the needle -syringe attacment point."